Manufacturer narrative:
Updated reporting institution name.

Event description:
It has been reported that the device has failed a self-test.

Manufacturer narrative:
Updated reporting institution name, address, become aware, event and initiated dates from (B)(6) 2026 to (B)(6) 2026.